Manufacturer narrative:
A comprehensive review of the device history records (DHR) for the affected batch was conducted and confirmed that the product met all specified manufacturing and release requirements at the time of distribution. No technical investigation could be performed on the returned unit, as the product was not made available for evaluation. According to the information provided, the opn balloon nc 3x10 lot. 217707 was inflated to pressures "upwards of 60 atm" and the balloon detached from the catheter. It was further reported that missing parts (balloon) were subsequently retrieved. No clinical signs, symptoms or conditions were reported in the initial report or subsequent communications. On 07-apr-2026, the distributor was informed about the complaint received and contacted the customer regarding the complaint received. The distributor informed the customer the following: "I've been notified of the complaint that was filed with the FDA about the opn nc issue your team experienced when it was inflated "upward of 60 atm. The rated burst pressure (rbp) for the device, printed on the box, and communicated in the accredited training indicates 35 atm." On 08-apr-2026, the customer ((B)(6)) responded with the following: "thank you for this information. In the original submission of the event, I questioned whether this was a product defect vs. User error. I received the following response: 'I spoke with the provider. All of the balloon was extracted. I do not believe it was user error. Unfortunately, the product packaging was not saved, but the product lot number was scanned into the procedure log.' I will follow up with our cns and/or provider since there is concern, they did not follow product guidelines." Additional information has been requested, and no further information was provided. Based on product specifications, the balloon is rated for use up to 35 atm rated burst pressure (rbp). The instructions for use and product labelling clearly indicate the rbp. A warning in the instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp) indicated on the package label for each balloon. The rbp is based on the results of in vitro testing. Use of a pressure monitoring device is recommended to prevent over-pressurization. If inflated above the rated burst pressure, there is a risk of catheter burst. The reported use of the device at inflation pressures exceeding the labelled rated burst pressure (rbp) constitutes use outside the cleared indications and instructions for use (IFU). Such application is considered use error. It was further reported that the missing parts were subsequently retrieved using "escalating wiring and balloon techniques." Sis medical believes that the observed detachment of components may be associated with the use of the device beyond its labelled specifications and/or procedural factors, including the manipulation and retrieval techniques employed; however, a definitive root cause cannot be established based on the available information. The manufacturer does not support or recommend use of the device beyond its labelled specifications. Based on available information, including DHR review and the reported use conditions, it was confirmed that the product met all specified manufacturing and release requirements at the time of distribution. The event is most consistent with use beyond labelled specifications. If additional information is received, the complaint will be re-evaluated.

Event description:
A voluntary report from the FDA was received on 07-apr-2026 MDR report: mw5184794. According to the medwatch form, "opn balloon nc 3.00 mm x 10 mm (item 822215, lot 217707 f81728122591017) came off balloon catheter after being inflated upwards of 60 atm, provider able to retrieve missing parts after escalating wiring and balloon techniques." Further information on the medwatch form indicated that there were no reported clinical signs, symptoms, or conditions as a result of this event. Subsequent communication reported that all parts of the balloon were extracted.